Event description:
Information was received indicating that a pump was scheduled to be disconnected from the cadd administration set that was infusing doxorubici, dacarbazine, infusion for 24 hours over three days, however it was observed the bag still had an estimated 35 to 40 ml of the drug remaining. It was reported upon further inspection of the pump and volume readings the pump indicated 720 ml had been infused at 240 ml over three days. No adverse patient effects were reported. No additional information is available at this time.